Manufacturer narrative:
The investigation determined that the incorrect assay was processed for a single patient sample processed on a vitros 5600 integrated system. Additionally, the incorrect patient name was associated with the affected sample ID (sid). The assignable cause of the event was determined to be user error. The evidence suggests that the customer reused a sid number without ensuring that the previous sample program for the sid number was processed to completion or deleted prior to reuse. The vitros 5600 integrated system was operating as intended. The tsc reviewed information contained in the ¿sample ID reuse¿ section of the vitros 5600 integrated system reference guide which describes how to properly manage sid numbers that were previously used and not processed to completion or deleted. In addition, the tsc assisted the customer in configuring the pending sample program auto-deletion feature of their vitros 5600 integrated system. The customer understands that the cause of this event is user error and is aware of ortho¿s recommendations on how to properly manage sid numbers. The vitros 5600 integrated system did not malfunction.

Event description:
A customer reported that the incorrect assay was processed for a single patient sample processed on a vitros 5600 integrated system. Additionally, the incorrect patient name was associated with the affected sample ID (sid). The customer identified the discrepancy, and no mis-associated patient results were reported out of the laboratory. There was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).